Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they saw their managing physician on jan. 11, 2017 and the manufacturer¿s representative on (B)(4) 2017. The representative did some reprogramming where they bypassed the previous programs and set up a new one for the patient. The patient was not sure of the cause of the stimulation issue and did not know if the reprogramming would keep working or not but hoped so as right now to get enough stimulation for their back their legs are almost useless.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had some stimulation from the implantable neurostimulator (ins) but did not have any stimulation in their back. The other day the patient turned the device on and it worked fine then it went away again. This issue had been going on for a while. It was noted that the manufacturer¿s representatives worked on the issue twice last year but nobody ever got it right. The patient stated that they needed to be completely reprogrammed as they cannot program the device.